Manufacturer narrative:
(B)(4). Date sent: 07/12/2010. Malformed clip,ejected clip,broken jaw additional information. The analysis results of the device found that it was received with one jaw ramp broken. The device was tested for functionality and ejected the remaining clips due to the condition of the jaw ramp. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. In addition, the device locked out as intended but the orange indicator was visible at 12th firing sequences thus, it over traveled. This finding is not related with the incident reported. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during laparoscopic cholecystectomy procedure the device locked on an artery. It is unknown how the device was removed from the artery, but there was no damage to the artery. Another device was used to complete the case with no patient consequence.